Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 7.1; retest = 4.4; second retest = 5.4. Trainer is onsite with new patient self tester. The results have been inconsistent while performing training on the meter. The first test was 7.1 which is much higher than expected so she retested with a new finger and received a 4.4 which was different so she tested again and received a 5.4. Therapeutic range 2.3-3.2. Trainer tested herself and got 1.1.